Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated. The physician advanced the 2.0x15mm apex balloon catheter to the lesion and on the second inflation, inflated the balloon to 10atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
The device was disposed by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).